Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a sensor error message on the same day he applied the adc freestyle libre sensor. Customer was unable to test his glucose level and experienced symptoms of confusion and lethargy. Customer was seen at the urgent care where a reading of over 500 mg/dl was obtained on an unspecified meter. Customer was diagnosed with hyperglycemia and he was treated with unspecified units of insulin injection. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a sensor error message on the same day he applied the adc freestyle libre sensor. Customer was unable to test his glucose level and experienced symptoms of confusion and lethargy. Customer was seen at the urgent care where a reading of over 500 mg/dl was obtained on an unspecified meter. Customer was diagnosed with hyperglycemia and he was treated with unspecified units of insulin injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. A DHR review was also done for associated reader serial number (B)(6) and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.